Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was exposed to an MRI. Ran a displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.